Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high readings and check settings alarm. The customer's blood glucose reading was 421 mg/dl. The customer treated with a bolus. The customer declined to troubleshoot for high readings. The customer stated that the pump vibrated and alarmed check settings. The product was not returned for analysis.